Manufacturer narrative:
Additional information was added to the following fields to capture the new information received: b5: describe event or problem field h6: impact codes b2: outcomes attrib to adv event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out-of-range shock impedance measurements. This was suspected to be caused by lost weight. It was noticed that this patient had a number of comorbidities that led to a long hospitalization. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out-of-range shock impedance measurements. It was noticed that the patient was hospitalized and lost weight. Troubleshooting options were discussed and recommended. The device remains in service and no adverse patient effects were reported.